Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to unresponsive buttons. Customer also reported that the insulin pump was exposed to poll water and went blank immediately after moisture exposure. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: blank display due to moisture damage on the lcd board. Unable to confirm battery out limit, button keypad anomaly or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No vibrating anomaly noted. Moisture damage found on keypad traces. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.